Event description:
The pt informed the dme that their power cord caught on fire.

Manufacturer narrative:
The pt power cord was not returned to resmed for eval. The pt reported that they had disposed of their power cord. The pt returned their s8 escape unit for eval. The evaluated unit showed no sign of burning or physical damage to any components and functioned to specification when fitted with a new power cord. Based on the info available, resmed is unable to confirm the pt complaint of power cord caught on fire.